Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was placed in an uncomfortable spot. The pocket was revised and the ipg remains implanted in the patient. The patient was doing well postoperatively.